Event description:
It was reported occlusion alarms occurred. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) was 600 mg/dl with moderate ketones. Elevated blood glucose levels were addressed by manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.